Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage device system used. Reference medwatch report with patient identifier (B)(4) for the aviva device system used.

Event description:
Reporter alleged obtaining a result of 175 mg/dl on the aviva system compared back to back with a result of 95 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.